Event description:
Reportable based on device analysis completed on 09-jun-2023. It was reported that crossing difficulties were encountered. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 99% stenosed target lesion was located in the severely tortuous and mildly calcified posterior descending artery. A 3.50 x 12 synergy drug eluting stent was advanced into the lesion but failed to cross the lesion. The device was removed intact, and the procedure was completed with another 3.00 x 12 synergy stent device. There were no patient complications reported. However, returned device analysis revealed a stent detachment. It was further reported that there was no stent dislodgement noted during the procedure.

Manufacturer narrative:
Device evaluated by MFR: the 3.50 x 12mm synergy stent delivery system (sds) was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was 0.0409". The balloon cones were reviewed, was in a deflated state where the balloon seemed to be bunched up. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR: the 3.50 x 12mm synergy stent delivery system (sds) was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was 0.0409". The balloon cones were reviewed, was in a deflated state where the balloon seemed to be bunched up. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 99% stenosed target lesion was located in the severely tortuous and mildly calcified posterior descending artery. A 3.50 x 12 synergy drug eluting stent was advanced into the lesion but failed to cross the lesion. The device was removed intact, and the procedure was completed with another 3.00 x 12 synergy stent device. There were no patient complications reported. However, returned device analysis revealed a stent detachment.